Manufacturer narrative:
(B)(4). Pump logs were read and showed a motor stall on (B)(6) 2014 at 11:01 with recovery on (B)(6) 2014 at 13:26. Analysis concluded a motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
The pump was explanted due to 'end of service' and returned to the manufacturer with no device or therapy related adverse events/mal functions. Patient outcome was stated as resolved without sequelae as of (B)(6) 2014. Pump eri (elective replacement indicator) showed 6 months on (B)(6) 2013. Drugs delivered via the device were dilaudid and bupivacaine.